Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had pain in "that area" of the back since about two months prior to the report. It was indicated that the patient had already spoken with the healthcare provider about the issues. They were directed to turn stimulation off, and then turn it back on again today. Additional information reported on (B)(6) 2017 that the patient has a burning type pain in back (under device).the doctor said body weight changes caused scar tissues around the device. The doctor massaged the area around the device in order to break up some scar tissue were step taken to resolved the back pain. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.